Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Hoverer, the patient stated they had pressed 'go' prior to connecting for therapy. The patient additionally reported the patient extension set was not fully connected to the patient line prior to beginning therapy. These are known causes for the system error 2240 alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section provides step-by-step instructions for when and how to connect to the disposable set. Also, this section instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The patient stated they had pressed 'go' prior to connecting for therapy. The patient additionally reported that the patient extension set was not fully connected to the patient line prior to beginning therapy. The technical service representative (tsr) had the patient cycle power to the homechoice to clear the alarm, and advised the patient to start therapy over with new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.